Manufacturer narrative:
Investigation results: after analyzing the photos and the sample returned from the customer it was possible to confirm the reported damage to the luer connection of the adapter. DHR/ qn/ ncmr review: the tipping of catheter/ tipper lot: 6291114 used in the final product lot: 6335844 of angiocath 24gx0.75 it was analyzed and no abnormality was found. There are no quality notification (qn) or non-conformity report records of leakage and damaged component for the lots involved in this complaint, according to the history of the lot above. It is possible that variations in the alignment of the metal tips in the machines that perform the catheter tipping that may cause the damage reported in this complaint. Improvement actions in the process, in order to avoid adapter damage are being taken. Standardization of the metal tips, alignment of the arms and other repairs in tipper machines that perform the tipping of the catheter were carried out until december 2016. The assembly batch was produced in november 2016.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd angiocath¿ IV catheter saline leaked from the connection. Device was replaced by new tube, leakage didn't stop. It was then replaced with a new angiocath and leakage stopped. There was no report of injury or medical intervention.